Event description:
Initial information was received from consumer on (B)(6) 2011: a female consumer received poly-l-lactic acid (sculptra) injections in (B)(6) 2009 and twice in (B)(6) 2010. The consumer reported that hard nodules have formed on both sides of her mouth, chin, along the jaw line, and in a few other areas. Most of these were visible. The plastic surgeon who injected the poly-l-lactic acid, has attempted to treat some of these nodules by injecting steroids. There is an initial softening and slight decrease in size, but the treated nodules have resumed their size and hardness. Some of the untreated nodules continue to grow and new ones seem to be arising. The consumer reported that the untreated nodules were causing a great deal of stress and anxiety. No further relevant information reported.